Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an unusual substance or residue was noted to be attached on the device. A metriq irrigation tubing set was selected for use. During preparation, an unusual substance or residue was noted to be attached on the device. Another of the same device was used, and the procedure was completed successfully with no patient complications. The device was discarded and will not be returned for analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of device foreign material present in device could not be confirmed. The device was discarded; therefore, a technical analysis could not be performed. The investigation findings did not lead to a clear conclusion about the cause of the reported event. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device was discarded; therefore, a technical analysis could not be performed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a review of the oi tubing set risk documentation was completed and confirmed that the event of device foreign material present in device. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Without proper evaluation of the device, the investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that an unusual substance or residue was noted to be attached on the device. A metriq irrigation tubing set was selected for use. During preparation, an unusual substance or residue was noted to be attached on the device. Another of the same device was used, and the procedure was completed successfully with no patient complications. The device was discarded and will not be returned for analysis.